Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. A complaint database search against the provided product code identified similar reports which when confirmed were attributed to product wear out. The black celcon portion of the impactor is designed to be disassembled from the metal portion and replaced after heavy usage, reusing the metal portion. The investigation could not verify the reported event or draw any conclusions without the instrument to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
The impactor is not stable, wobbling.

Manufacturer narrative:
Conclusion and justification status for MDR: update february 15, 2016: received complaint sample device. Examination of the returned device confirms the screws are stripped causing separation from the metal base. The root cause is being attributed to device wear from normal use and servicing. The black celcon impactor head component is intended to be replaced after heavy usage and the metal portion to be reused. Based on the determination of device wear from normal use and servicing, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Device available for evaluation.the investigation has been reopened due to receiving the device. Depuy will notify the FDA when the investigation is complete.